Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump display was frozen. Customer's blood glucose (bg) was 576 mg/dl. Bg was addressed with a correction bolus via pump. During troubleshooting with tandem technical support, the issue was resolved.